Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a low battery alarm, changed the battery and then received a failed battery test alarm. The customer had already changed the battery six times. The customer's blood glucose was 326 mg/dl. Nothing further reported. Advised if the failed battery test alarm was not cleared then it would recur with each new battery inserted. The customer received another failed battery test alarm during troubleshooting. The customer also mentioned an instance in which she was hospitalized for having low blood glucose levels due to her menstrual cycle. The customer declined troubleshooting for blood glucose levels because she stated that she was not wearing the insulin pump prior to her menstrual cycles. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.